Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(6) failed a te recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a te recognition test. The cause for the test failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG b. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted form the open wire. The last pt to use this electrode belt did not repot any deficiencies.